Event description:
It was reported that during a ladg procedure, the tissue pad broke within five minutes. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.